Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the angle is locked and will not operate, the objective lens and the light guide lens have foreign objects, the forceps channel port has corrosion, and the adhesive on bending section cover has a chip was found. There was no patient involvement.